Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out, due to eri, externalized conductors were observed via fluoroscopy. High, hv lead impedance was also noted. The device was reprogrammed and the lead remained implanted. The patient condition was good.